Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that customer experienced high blood glucose. The customer blood glucose level was 588 mg/dl. Customer was not using auto mode at this time. Customer also stated that their was leak at top portion of the tubing near the reservoir. The customer did not provide the symptoms regarding high blood glucose. Customer was assisted with troubleshooting. The insulin pump will not be returned for analysis.